Manufacturer narrative:
(B)(4). Lot number: 120807; manufacturing date: 08/07/2012; quantity affected: 1. Lot number: 130112; manufacturing date: 01/12/2013; quantity affected: 2. The complaint mr290u autofeed humidification chambers are not expected to be returned to fph for investigation. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we have received further information and completed our analysis.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that three mr290u autofeed humidification chambers were found leaking during use. No patient consequence was reported.